Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. It was then confirmed that the pacing catheter was dislodged and corrected which did not resolve the pnp. A double stop was then performed. It was noted that the pnp did not resolve. The patient was discharged home and will be monitored. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed 5 applications were performed with balloon catheter, 2af284 with lot number 04058 without any issue on the date of the event. A clinical issue (phrenic nerve injury) was encountered during the procedure. The balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the performance and performance of the balloon catheter. If information is provided in the future, a supplemental report will be issued.